Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review is currently in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 7.83 months. On 07/30/2010(through follow-up with the health-care provider), it was learned that the device was explanted due to pulmonary stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.